Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was autoreducing due to high impedances on the lead. Patient lost effective therapy as a result. Additionally, the ipg had flipped in the pocket causing patient difficulty charging. Surgical interveniton was undertaken on 01apr2026 wherein the lead was replaced and the ipg was re-stabilized/sutured within the same pocket to address the issues. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.